Event description:
It was reported that the patient had a lead perforation. The patient was taken to the intensive care unit (ICU) and it is unknown which lead caused the perforation. No additional adverse patient effects were reported.

Event description:
It was reported that the patient had a lead perforation. The patient was taken to the intensive care unit (ICU) and it is unknown which lead caused the perforation. No additional adverse patient effects were reported. Additional information indicates the lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient had a lead perforation. The patient was taken to the intensive care unit (ICU) and it is unknown which lead caused the perforation. No additional adverse patient effects were reported. Additional information indicates the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Subsequently, the helix mechanism still could not be extended/retracted. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing may have contributed to the irregularity in helix function.